Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens in patient's right eye on (B)(6) 2014. The lens was removed during the same procedure due to low vault with no rotation, no exchange at this time. On (B)(6) 2014, a longer length lens was implanted and this resolved the problem. On patient's last doctor visit on (B)(6) 2014, bcva was 20/14.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no known impact or consequence to patient; size incorrect for patient; (low vaulting). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Icl not returned.

Manufacturer narrative:
Method: medical review & lens work order search. Results: visual inspection of the returned product showed the lens was returned dry with no visible damage. The lens was re-hydrated and both the length and width were re-measured and found to be within original design specifications. A lens work order search revealed there were no similar complaint within the work order. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). If rotation: several factors may contribute to rotation of an icl (i.e. Patient's anatomical structure, a short lens, haptic position, ect.). (B)(4).